Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The unit's joystick is driving the chair in reverse on its own and the chair hit his leg, but alleged no injury.